Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with lumbar stenosis l2-3, l5-s1 revision laminectomy and discectomy l3-s1 for spinal fusion therapy. It was reported that physician removed hardware previously placed on (B)(6) 2019 (8, solera screws) at l3-s1. He placed two new screws using the arm and stealth in l2, and replaced all the screws with new solera 5.5/6.0 solera screws. When putting in the patient's left s1 screw, he tapped with an 8.5mm tap and placed a 98.5x50mm screw. Patient had hard bone, and physician had trouble advancing the screw into s1. We then switched from using a navigated driver to using the solera lock sleeve driver, and he was able to advance the screw further. The tip of the t25 lock sleeve driver broke off in the screw head that was in the patient when attempting to advance the screw further. Dr. Moody was unable to get the small piece of the driver tip out of the screw head so he then cut a small rod, placed it into the screw head, torqued a set screw down, and used the counter torque to remove the screw with the broken driver piece in it. There was no broken pieces left in the patient, and all pieces were accounted for, and after confirming the broken piece was out, the physician implanted a new screw at that level. There was no patient symptoms. There was no further complication reported.

Manufacturer narrative:
Product analysis #: 258641476: part #: 5584111, lot #: rs12k029 visual and optical inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken off, consistent with interface during usage. Inspection of the shaft material hardness confirmed conformance to print specification. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with lumbar stenosis l2-3, l5-s1 revision laminectomy and discectomy l3-s1 for spinal fusion therapy. It was reported that physician removed hardware previously placed on (B)(6) 2019 (8, solera screws) at l3-s1. He placed two new screws using the arm and stealth in l2, and replaced all the screws with new solera 5.5/6.0 solera screws. When putting in the patient's left s1 screw, he tapped with an 8.5mm tap and placed a 98.5x50mm screw. Patient had hard bone, and physician had trouble advancing the screw into s1. We then switched from using a navigated driver to using the solera lock sleeve driver, and he was able to advance the screw further. The tip of the t25 lock sleeve driver broke off in the screw head that was in the patient when attempting to advance the screw further. Dr. Moody was unable to get the small piece of the driver tip out of the screw head so he then cut a small rod, placed it into the screw head, torqued a set screw down, and used the counter torque to remove the screw with the broken driver piece in it. There was no broken pieces left in the patient, and all pieces were accounted for, and after confirming the broken piece was out, the physician implanted a new screw at that level. There was no patient symptoms. There was no hcp involved. There was no further complication reported.